Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device was not able to deliver a shock to the patient. On (B)(6) 2018 at 3:30 am, the patient involved was being treated in the hospital emergency department (ed) for complaints of difficulty breathing. The patient, a (B)(6) male, expired within a couple of hours after arrival in the ed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device was not able to deliver a shock to the patient. On (B)(6) 2018 at 3:30 am, the patient involved was being treated in the hospital emergency department (ed) for complaints of difficulty breathing. The patient, a 72 year old male, expired within a couple of hours after arrival in the ed. A clinician reported that the device behavior impacted the patient outcome. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. A philips clinician evaluated the ECG strips and case events files related to the event. At 03:42:53 am the device was turned on and connected to the patient. The device immediately issued the error message ¿equipment disabled: therapy¿ with instruction to ¿run opcheck¿. It was reported that the clinicians attempted to deliver shock treatment to the patient but the presenting rhythm displayed with the use of the external paddles was asystole, a nonshockable rhythm. With the therapy disabled error message, no shock could be delivered by the device. They used another dfm100 to treat the patient. A philips field service engineer (fse) evaluated the device and was unable to replicate the reported problem. The device passed all operational checks. The device was placed back into service at the customer site. The information gathered for this report does not provide evidence of a systemic, design, or labeling problem. No further investigation or action is warranted.